Event description:
The customer reported that the 3/8 tubing on inflow and outflow of the cone is completely "ghosted" with fibrin within 24 hours of initiating extra corporeal membrane oxygenation (ECMO). All the other tubing (1/4 inch) throughout the circuit remained fine. This was an unusual occurrence, and the customer is curious as to why this should occur only on this section of tubing. No unusual coagulation for this patient.

Manufacturer narrative:
After investigating the returned product, the root cause could not be determined. After visual testing, and functional testing the root cause of the cloudy haze could not be determined. Internal complaint number (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will follow up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).